Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. During preparation, the air was not cleared out and so the image was dark. Another of the same device was used to complete the procedure. No patient complications were reported.